Manufacturer narrative:
Device evaluation by MFR.: promus premier ous mr 28 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with the distal struts pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26nov2020. It was reported crossing difficulty was encountered. The target lesion was located in the left circumflex artery. After successfully placing a pt2 guidewire and dilatation with a 2.5x20mm balloon, a 28x2.75mm promus premier drug-eluting stent was advanced but failed to cross the lesion. No complications were reported. However, device analysis revealed stent damage.